Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it only dispensed 10ccs over 4 days. A few nurses think the pump was defective and others think it was a mistake on their part. They did not want to send it with another patient until they know it was not the pump. The amount of medication remaining in cassette did not match the reservoir volume displayed on pump. They did attempt to withdraw the remaining medication in the reservoir to confirm. Treatment was delayed. The amount remaining was 122ml. A continuous infusion rate of 1.4 ml per hour had been programmed, with a total reservoir volume of 0 ml and a given volume of 122 ml. The total programmed volume was 132 ml. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4, d7a: updated. H3, h4 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.